Event description:
It was reported that the customer's battery exploded inside the insulin pump. The customer allowed the insulin pump to sit out for one night and the insulin pump was able to work again with a new battery. The customer stated that, at the time of the call, that the insulin pump was completely dead and would not turn on with a battery. The customer's blood glucose was 120 mg/dl. The customer stated that he did not receive a low battery prior to the off no power alert he received. Advised the customer's insulin pump needed to be replaced. Advised customer to continue wearing the insulin pump until the replacement arrived if the customer inserted a new battery. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
Unit had unexpected off no power alarm after battery insertion due to corroded battery tube. No blank display noted. Unit had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.